Event description:
On (B)(6) 2014, the distributer contacted animas stating that the patient experienced high blood glucose and believed that the pump was dysfunctioning. It was noted that no bg values were reported. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history revealed that the last basal delivery was on (B)(6) 2013 at 11:25am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump reflected the correct amount of units delivered after a 1 unit per hr duration test. The pump was evaluated and found to be operating within required specifications and delivering accurately. Unrelated to the complaint, the text on the display screen was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.